Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was used during a pci on the lad exhibiting 80% narrow in the distal segment and 90% in the proximal segment of the high om. A high-level om ptca-incorporated drug balloon clinical trial was randomized to the control group. It was reported that when the sprinter legend balloon was inflated, om b-type vascular dissection was noted. A non medtronic 2.5×23mm stent was deployed in the om distant lesion. The patient did not have discomfort during the operation and returned to the ward after.